Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer was not working. The analyzer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the complaint was confirmed. R-wave sensing value was null, and ventricular lead impedance was high and undefined. The analyzer was scrapped. If information is provided in the future, a supplemental report will be issued.